Manufacturer narrative:
An actual sample was returned for evaluation. During the visual inspection of the opened sample, the channel of the needle was open resulting in an incorrect swage and the cause of the detached. In addition, the shape of the needle was distorted at middle of the body and marks that appears to be by use of surgical instruments were found. Due to this damage, the comparison test of the needle with the drawing was not met. The suture was not returned for analysis. According to the sample condition the assignable cause of performance pull off suture needle, is an open channel defect.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported by that during a veterinarian procedure on (B)(6) 2018, suture was used. During the procedure, the needle of suture bent the suture separated from the needle at the swage. The procedure was completed another suture. No additional information is available.

Manufacturer narrative:
Pc-(B)(4).